Manufacturer narrative:
The unit has been received and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.

Event description:
The needle separated from the stylet upon activation of the safety device.